Event description:
A report was received from health canada's canada vigilance program which states, "three infusions were running simultaneously on an infusion pump when the system error" message suddenly appeared across the channels' screens simultaneously while the channels all beeped. Nothing could be done to stop the message the beeping. All infusions were paused during the error". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.